Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely depressed calcium (ca) result obtained on a patient sample on a dimension vista® 500 intelligent lab system. Siemens is investigating the event.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on a patient sample on a dimension vista® 500 intelligent lab system. The falsely depressed result was not reported to the physician(s). The same sample was repeated on the same instrument and an alternate dimension vista. The repeat results were higher than the falsely depressed result. The repeat result from the original dimension vista was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed calcium (ca) result.

Manufacturer narrative:
Additional information (09-feb-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed calcium (ca) result. Hsc reviewed the information provided by the customer and the instrument data. Review of the instrument data shows no issues related to ca calibrations. Hsc concludes that the event is not related to a ca reagent lot or assay issue. The data is consistent with an instrument related issue with the cause related to inadequate mixing due to a failing sample mixer. A customer service engineer (cse) resolved the issue by replacing the sample mixer and the sample probe. The parts replaced by the cse are considered normal troubleshooting/maintenance for issues of this nature. The customer has had no other incidents related to this issue post service. A potential product issue has not been identified. The system is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00053 was filed 09-feb-2023.